Event description:
It was reported that the foley balloon would not deflate. The nursing staff stated that when she attempted to deflate the balloon it was just pulling air and would not completely deflate. Urology ultimately removed the catheter with the balloon still partially inflated.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to the "partially kinked lumen". Based on the event it unknown if the device was used for treatment or diagnosis as this catheter also has a temperature sensing component. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the foley balloon would not deflate. The nursing staff stated that when she attempted to deflate the balloon it was just pulling air and would not completely deflate. Urology ultimately removed the catheter with the balloon still partially inflated.